Event description:
The customer reported that her blood glucose reached 350 mg/dl about 12 hours after activating the pod and that she never felt the cannula insert.

Manufacturer narrative:
The returned device was evaluated and the reported failure of the needle mechanism to fire and deploy the cannula was confirmed. Its root cause was determined to be manufacturing error - release bar installed incorrectly. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result.," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If your have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."